Event description:
It was reported "inserter said he couldn't get sheath through the tissue. He pulled out sheath and it had accordioned and become mushed. He opened another sheath and it slid in without incident". There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). UDI number: (B)(4). The customer provided a photo for analysis. The photo shows the distal end of the peel-away sheath with dilator assembly, and the distal tip of the sheath appears damaged. The customer also returned one peel-away with dilator assembly for analysis. Signs of use were observed. Visual analysis revealed that the distal end of the sheath tip was damaged. This damage is consistent with undue force used during an attempted insertion. No other defects were observed with the dilator. The sheath length from the tabs to the tip measured 2 3/4", which is within the specification limits of 2 5/8"-2 7/8" per peel-away product drawing. The sheath outer diameter measured 0.097", which is within the specification limits of 0.094"-0.104" per peel-away product drawing. The sheath inner diameter at the distal tip could not be accurately measured due to the nature of the damage. The peel-away sheath and dilator were functionally tested per the product instructions-for-use (IFU). The IFU provided with this kit instructs the user, "ensure dilator is in position and locked to hub of sheath." The dilator was removed, reinserted back into the sheath, and locked into the sheath hub. The dilator was able to pass through the sheath tip with little to no resistance. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not use excessive force when introducing guidewire, peel-away sheath over tissue dilator, or tissue dilator as this can lead to venospasm, vessel perforation, bleeding, or component damage." The report of a peel-away sheath body damage in use was confirmed through complaint investigation of the returned sample. Visual analysis revealed that the sheath tip was damaged. The appearance of the damage is consistent with damage resulting from undue force applied during an attempted insertion. Despite the damage, the sheath and the dilator met all relevant functional requirements. Based on the customer report that the sheath could not pass through tissue and the sample received , unintentional user error (undue force) likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.